Event description:
It was reported that during an emergency room (ER) visit, the patient with the implanted pacemaker system reported experiencing dizziness and lightheadedness symptoms. The patient was assessed and found to have slow heart rate of about 25 beats per minute (bpm). The pacemaker system was interrogated and found the right ventricular (rv) lead exhibited loss of capture (loc), high pacing thresholds and high out of range pacing impedances measurements of greater than 2000 ohms. It was noted that a temporary pacing wire was placed on the patient. Subsequently, fluoroscopy was done and revealed a fracture on the rv lead. A lead revision was performed, the lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.